Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. There was a leak in one cylinder that was the result of wear at a fold. The other cylinder performed within specifications. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to pump not working properly. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.

Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to pump not working properly. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.